Event description:
Reporter noted suction problem during sculpting, engaging iris as well as nuclear fragments of lens. Posterior capsule tear occurred; anterior vitrectomy performed. Prognosis reported as good.